Manufacturer narrative:
The device has been returned to medtronic for eval. Visual examination confirmed the rod breakage. A post-op x-ray was examined which appears to show a discontinuity of the rod between the l5-s1 screws on the left side as well as the middle thread of the left l5 screw. The etched portion of the rod was not available; therefore, a lot number is not available for device history record review. It was also noted that the rod was implanted approximately 1 year and fusion has reportedly not occurred. Unable to determine cause of the event.

Event description:
It was reported that the pt underwent surgery with posterior fixation at l4-ilium. Sometime post-op, the left side rod was broken, and the pt underwent additional surgery to remove the broken rod. It was reported that fusion was not complete. No pt complications were reported.